Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was not duplicated in the evaluation. Review of black box history found did not find any unexplainable power-on-reset events. The caps were not returned and test caps were used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Pump casing was opened and no evidence of moisture intrusion or intermittent condition was found internally. Related to the complaint, a battery compartment cracked was found running from the threads towards the case seal and moisture intrusion was evidence inside the compartment. A battery compartment leak was demonstrated in a leak test. Unrelated to the complaint, the display was found to be dim with a pinkish contrast. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the customer was unable to restart the pump. It was noted that there was moisture in the pump and the pump casing was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.